Event description:
A technologist reported a fractured toe caused by the front trim cover pinching their toe when the table was lowered. No equipment defect found. Field engineering investigation unable to reproduce operator's foot positioning that led to reported fracture.